Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test, sterile water could not be drawn from the foley catheter. Water was not withdrawn even after several minutes. Medicon syringe was used.

Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Photo samples were submitted. The photos showed the catheter balloon slightly asymmetrical, however, as it is unknown if the balloon was fully inflated at the time of the photo and this was not reported by the user, or found during sample evaluation a new complaint will not be created. Received a 2-way foley catheter with cut portion of inlet tubing and a straight tipped syringe. Visual inspection noted that the balloon was partially inflated prior to the start of this evaluation. Attempted to deflate balloon passively using returned syringe and no solution could be withdrawn. Solution was withdrawn by aspiration with no cuffing noted. Inflated balloon with 10 ml of solution and the catheter rested with no leaks noted. Attempted to deflate balloon and no solution could be withdrawn with the returned syringe. Per ip7603444 revision 0, the catheter must inflate and deflate with a syringe. Deflated balloon passively using the in-house luer lock syringe in 1 minute and 27 seconds with no leaks noted but there was cuffing on the balloon. The reported event is confirmed against the returned syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Refer to CAPA 12474540 for further details. Correction: d,e,f,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test, sterile water could not be drawn from the foley catheter. Water was not withdrawn even after several minutes. Medicon syringe was used. Per investigator's notification received on 12dec2025, it was reported that balloon mushroomed was found during sample evaluation.